Event description:
Reporting status: malfunction. Reporting malfunction: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the procedure involved an ami case. After a pre-dilatation was performed, the vision was engaged. During the first inflation, the balloon ruptured at 7 atm. It was replaced by another company's 3.25x15 balloon to complete the procedure. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - it is possible that the balloon material was damaged (scratched) during interactions with other devices, or the tortuous and calcified lesion, such that the balloon ruptured upon inflation. Unfortunately, without the device to examine, a conclusive root cause for the reported difficulties cannot be determined. The contraindication section of the vision's IFU states not to use in, "patients who have experienced a recent (less than 1 week) acute myocardial infarction (ami)." Reportedly, this was an ami case, which may have contributed to the difficulties experienced.